Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer obtained questionable glucose results for two neonate patients in the neonate intensive care unit using capillary blood samples with two inform ii meters (serial numbers (B)(4)) when compared using two cobas b 123 < 4 > poc system blood gas analyzers (serial number (B)(4) and serial number (B)(4)). The customer also performed a comparison study with 17 additional patient samples using an unknown inform ii meter, an unknown b123 analyzer, and an unknown laboratory analyzer. Of the data provided, two sets of results for patient a, one set of results for patient b, and one set of results from the comparison study for patient c were discrepant. This medwatch is for the inform ii meter, serial number (B)(4). Refer to the following medwatches with a1 patient identifiers for all devices: (B)(6) for the b123 analyzer, serial number (B)(4).  (B)(6) for the b123 analyzer, serial number (B)(4).  (B)(6) for the inform ii meter, serial number (B)(4).  (B)(6) for the inform ii meter, serial number (B)(4).  (B)(6) for the inform ii meter, serial number unknown. (B)(6) for the b123 analyzer, serial number unknown. The initial results for patients a and b were released outside of the laboratory. It was unknown whether the results from patient c were reported outside of the laboratory; clarification has been requested. No data flags or alarms occurred. Patient a: at 3:44 am, the initial result on the inform meter (B)(4) was 4.2 mmol/l. At 3.48 am, the repeat result on the b123 (serial number (B)(4)) was 2.7 mmol/l. Patient b: at 2:25 pm, the initial result on the b123 (serial number (B)(4)) was 2.6 mmol/l. At 2.30 pm, the repeat result on the inform meter (B)(4) was 3.6 mmol/l. Patient b was diagnosed with neonatal hypoglycemia, and was treated with an unspecified amount and concentration of dextrose. On (B)(6) 2017 at 2:31 pm, the initial result on the inform meter (B)(4) was 3.8 mmol/l. At the same time, the repeat result on the b123 (serial number (B)(4)) was 2.8 mmol/l. Patient c: on (B)(6) 2017 at 2:00 pm, the initial result on the inform ii meter (serial number unknown) was 3.3 mmol/l. The result on the unknown b123 was 2.3 mmol/l. The result on the unknown laboratory analyzer was 3.0 mmol/l. There was no allegation than any adverse events occurred. Investigation activities are ongoing.

Manufacturer narrative:
It has been clarified that there was not a third cobas b 123 analyzer with unknown serial number involved in the event. The event only occurred with cobas b 123 analyzer serial numbers (B)(4). Investigations determined that there was no malfunction of the two cobas b 123 analyzers. At the time of the measurement, the instruments were fully functional. The calibration parameters were within specifications and quality control results did not indicate any malfunction of the sensor cartridges. The customer did not provide specific information about the handling of the sampling material, particularly in relation to the accuchek instrument. The time point of measurements for the glucose parameter is important due to the possibility of glycolysis of sample material. Upon review of the comparison study performed by the customer, the accuchek inform ii device tends to have a slight positive bias when compared to results from the unknown laboratory analyzer, while the cobas b 123 analyzer results show a slightly negative bias. The customer compared two different measurement principles. The accuchek inform ii instrument uses the hexokinase method and the cobas b 123 instrument uses the glucose oxidase method as reference method. A comparison between both methods always shows a difference. Therefore, the different methods are compared to a gold standard (ID-gcms method - isotope dilution gas chromatography mass spectrometry). Against this gold standard, the hexokinase method shows a positive bias and the glucose oxidase method a negative bias. Based on this, value differences are possible due to the reference to different laboratory methods.

Manufacturer narrative:
Clarification: the results from the comparison study for patient c were used for diagnostic purposes; however, it is unknown whether the results were released outside the laboratory. There was no allegation that an adverse event occurred. Clarification: the customer did not complain about the results from the inform meters. Due to the lower results on the b123 analyzers, the medical staff made adjustments to medications given to the patients. There was no allegation of an adverse event due to the adjustments. The customer has stopped using the b123 analyzers after the event. Calibration and quality controls were acceptable for the b123 analyzer, serial number (B)(4). Investigation activities are ongoing.